Event description:
The nurse states that on 4/22/93, a female patient (unknow age) presented for gastric hemostatis. Tehprobe was placed down the endoscope's channel and as it exited the scope the probe's tip came off into the patient's stomach. The physician attempted to retreive the tip but the tip had positioned itself in the small bowel and could not be retreived. The physician antipates the tip will pass naturally. The patient remained in teh hospital for observationdevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.